Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, the physician experienced resistance while advancing the cat6 through the valve of the sheath; consequently, the distal tip of the cat6 became kinked. Therefore, the cat6 and sheath were removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8) and a new sheath. There was no report of an adverse effect to the patient.